Manufacturer narrative:
Other relevant device(s) are: product ID: 9735772, serial/lot #: unknown. Product ID: 9735670, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system all of a sudden seems to lose communication with camera cart. They got localizer not connected, network connection lost on the camera cart, and psu had an amber light. After 60 seconds, it re-established communication on its own, and then happened again 4 minutes later. They were able to re-create the issue by disconnecting ethernet communication from interconnect cable to camera cart. When the issue occurred again, they opened the self test tool, internal network status of hardware was all green and connected. There also made sure the internal cart to cart cabling was secure and attached. The rep called today to determine next steps. It was suggested changing lan ports on the router for that internal cart to cart connection and to attempt to recreate the behavior after changing that connection. She swapped to a different camera cart and cart-to-cart cable and the issue followed the main cart. It was suggested to check the 'internal network status' page in the self-test to see if other network connections are being lost. Also advised the rep to check network connection of the cart-to-cart internal cable and computer. There was no patient impact and a delay of less than one hour. Additional information received indicated that the rep switched lan ports for the internal cart to cart cable connection and attempted to recreated the behavior, she opened a procedure, unplugged the systems from each other, from wall power and booted them off and on. Unable to replicate the issue.